Event description:
The customer reported a leak at the electrolytes injection cup (eic) of a unicel dxc 800 synchron system. The customer indicated that there were no issues with electrolyte calibration, quality control (qc), and patient samples. The leak was contained within the instrument's modular chemistry (mc) drip tray. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and found a missing screw on the eic valve. The fse replaced the missing screw and verified repair per established procedures.

Manufacturer narrative:
(B)(4).